Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported device powered off without user input which was not reproduced. The reported device powered off without user input was verified through an "improper shutdown" found during a review of the event history log. A visual inspection found a single depressed battery contact on the rear case. Evaluation determined the reported symptom to be caused by a depressed battery contact pin on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. The reported condition was verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported unspecified system errors which were not reproduced. The reported unspecified system errors were verified through system error 345 found during a review of the event history. Evaluation determined the reported symptom to be caused by a failed processor printed circuit board. The processor printed circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input in the biomedical services area. The customer also reported the device experienced multiple unspecified system errors. There was no patient involvement. No additional information is available.